Event description:
Facility reported that a resident was seated in a wheelchair, with locked brakes. The resident was prepared to be transferred with the sara 3000. The sara 3000 also had the brakes (at the rear wheels) applied. The resident put her own foot on the sara 3000 foot support, but needed help with the other foot. When the caregiver kneeled down to help, the resident spontaneously began to stretch herself and fell backward, wheelchair and all. (B)(4).

Manufacturer narrative:
An investigator reported that no specific allegation of deficiency was made by the customer or discovered on site by the rptr. No pictures were rec'd. No sling or other accessory appears to have been involved in the incident. No training date could be given for the operator of the lift. No indication could be given of the mental and physical state of the pt. There appears to be no causal link between the use of the device and the event. The sara 3000's foot support is fixed and does not move. The only moving parts on the sara 3000 itself are the lifting arms. Since the foot support does not move, the lift could not have pushed or catapulted the resident. Although not indicated, it is possible the resident was somewhat combative and pushed herself backward over the wheelchair back support. The operating and product care instructions state that before each transfer, the resident is to be evaluated for suitability. This is the first such incident of this type reported to the MFR. The MFR concludes this event could not lead to a serious injury or death and was likely to have been brought upon by the incorrect or unexecuted assessment of the resident for suitability. The MFR recommends operators are retrained to the requirements of the opi.